Event description:
It is reported that when the surgeon impacted the tibial plate that bits of metal broke away from the implant and embedded into the soft tissue of the patient. The pieces were removed with forceps.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient x-rays were provided with small particles observed surrounding the joint; however, the composition of the particles is unknown and it is unknown if the particles are related to the implanted device. A definitive root cause cannot be determined with the information provided. Review of the device history codes did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.